Manufacturer narrative:
Customer follow up 5/13/2016 the customer reported to no longer be experiencing charging issues with pump. The customer stated that during the event date (B)(6) 2016, the city was experiencing a blackout, so electricity was not running properly. Now, the pump is able to charge. The customer declined a replacement pump and stated current pump is now charging. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.